Event description:
Pt was implanted with swift/eagle plus mico plate (c5-6 discectomy and fusion) in 2008. Patient presented to hospital ER in 2009 with hoarseness, pain and some swelling. X-ray revealed on screw at c5 had backed out and was floating in the soft tissue. The construct and free floating screw were explanted that afternoon.

Manufacturer narrative:
Hospital would not release implants for evaluation. Information supplied by the surgeon was limited and no conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are fully tightened. Implant migration is an inherent risk to the procedure as indicated in the product IFU supplied with the device.